Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code defective display containing a blank space in the middle was confirmed during product evaluation. However, due to refusal of the estimate by the customer, no assignable cause was made. The pump was returned unrepaired. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
This is a report of a colleague infusion pump with a defective display containing a blank space in the middle, which could have caused an interruption of delivery. The reported condition occurred during biomed testing. There was no patient involvement, injury or medical intervention. This device is a remediated colleague pump with a user interface module software version of 5.09.90. No additional information is available.

Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter investigation a follow up medwatch will be submitted. (B)(4).